Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) was providing inadequate compressions on a 75 year old 100kg patient with a large chest. The crew felt the band was not compressing to the expected depth that the team is used to seeing. The members also noted a drop in etco2 from 39mmhg to 19mmhg. The team reset the nxt band with a similar result, so they discontinued use of the ap nxt and returned to manual CPR. Etco2 returned to 30+mmhg with manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported complaint that the autopulse nxt platform (sn (B)(6) was providing inadequate compressions was not confirmed during archive review or functional testing. The customer reported complaint could not be reproduced. The autopulse nxt platform functioned appropriately and performed as intended. No fault or alert was recorded in the archive log file. The platform's archive log summary indicates that there were a total of 1,738 events, which culminated in a total compression of 7,063. Notably, no critical or non-critical errors were recorded during the event period or throughout the entire history of the platform. The autopulse nxt platform passed the preliminary functional test without faults or errors. The platform was tested using the mztf (medium zoll test fixture) until the battery was completely discharged, and no faults or errors were detected during this process. The results confirmed that the platform met the acceptance criteria for compression depth and rate. The autopulse nxt platform functioned appropriately and performed as intended. The reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.